Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient stated that they had been using the bardia drainage bag but was now using the bd drainage bag. They stated that the shape of the bag made it more difficult to drain all of the urine, as urine get stuck in the ¿sides of the square.¿ they also stated that the connector piece between the tubing to catheter was larger, making it more difficult to connect the catheter to the drainage bag and seemed to stretch the catheter out. Explained the bag shape has changed, but they should observe proper drainage technique (bag below level of bladder in a downward configuration so gravity leads the urine into the bag).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient stated that they had been using the bardia drainage bag but was now using the bd drainage bag. They stated that the shape of the bag made it more difficult to drain all of the urine, as urine get stuck in the "sides of the square." They also stated that the connector piece between the tubing to catheter was larger, making it more difficult to connect the catheter to the drainage bag and seemed to stretch the catheter out. Explained the bag shape has changed, but they should observe proper drainage technique (bag below level of bladder in a downward configuration so gravity leads the urine into the bag).